Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin (1 gram, frequency and route not reported) and meropenem (1 gram, frequency and route not reported). The patient was recovering from the peritonitis. Additional information was requested, but was not available at this time.